Event description:
During open heart surgery while closing the sternum with a median sternotomy; one zipfix would not stay closed. The surgeon removed it and it is unclear whether it was replaced. It was reported that the sternum was closed with 3 wires and 4 zipfix.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was sent to pd for evaluation: the implant is manufactured to the device specifications. There is no evidence that suggest a manufacturing issue, injection molding, which led to the device failure. Some 60,000 implants have been sold since launch of the system february 2011. The current over all device failure rate is 0.16 percent and is within the excepted occurrence level as per the systems design and clinical risk management file. The product then went to manufacturing for evaluation: the locking part has been cut in half during the pd evaluation. Because of the damage, the complaint relevant dimensions can not be checked for dimensional accuracy. The dimensions were checked in the pd evaluation.

Event description:
This is 1 0f 1 report for complaint (B)(4).